Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as a red and raw cut with a blister. There was no alleged device malfunction contributing to the irritation. The patient's physician recommended applying vaseline and baby powder for the skin irritation. Follow up indicated that the skin irritation improved.